Event description:
A patient service rep (psr) contacted zoll customer support while fitting a (B)(6) male patient to report an inability to complete a baseline. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (cannot baseline) has been confirmed. As received, the belt failed incoming testing. Upon eval, there was a broken pin inside ECG electrode d. The cause of the test failure and inability to baseline is the broken pin. The root cause of the broken pin cannot be positively identified. No adverse event resulted from the damaged electrode. The pt received a replacement electrode belt.